Event description:
It was reported that a patient underwent spiration valve placement procedure and 6 spiration valves were placed in the left upper lung. The patient had acute exacerbation of chronic obstructive pulmonary disease (copd) approximately 8 days after valve placement. The patient was then admitted to the hospital and was given intravenous (IV) medication. The patient was discharged without further injury. There were no further reports of patient harm. The physician indicated that the event was related to the devices and procedure. This report is 3 of 6 valves.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction to a previously reported aware date in the prior MDR. G3 aware date corrected from 1/30/2026 to 11/17/2025.

Event description:
No additional information was received from the customer.